Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the audio bolus button was sticking and at times unresponsive. The reporter stated that the issue began about two months prior to the date of contact. No impacts to the patient were reported. The patient was said to use alternate buttons to deliver insulin if needed. The patient reported that the pump was continued to be used despite the issue and to monitor button presses closely to ensure safe delivery of insulin. This complaint is being reported because of the possibility of under or over delivery of insulin due to unresponsive buttons.